Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating her doctor recently changed the settings on her insulin pump and now she is having lows. Customer's blood glucose at the time was 185 mg/dl. She was running in the 20s. She treated with juice. Customer stated she has lows in the morning and night and experiences sweating. Her last infusion set change was about thirteen hours ago. The device passed all troubleshooting, including the displacement test. She was advised to monitor the device and speak to her doctor about changing her settings.